Event description:
Nidek inc. Has received a letter from FDA for a medwatch submitted by a customer. (B)(4). Customer reported the event as: "event description: male patient with primary open angle glaucoma in right eye undergoing treatment with nidek laser. During treatment, laser stopped firing and the procedure had to be aborted. Patient re-scheduled to complete treatment." (B)(4).

Manufacturer narrative:
The customer has submitted a medwatch for sl-1600, which is a delivery unit used in conjunction with the laser. But the customer has complained about the laser, which has stopped firing. Nidek inc. Tried to contact customer to get more information about the laser the customer is using in conjunction with the sl-1600 (delivery unit). Nidek inc. Did multiple follow ups with the customer, but could not get the information regarding the laser product. According to our database customer is using laser adc-8000, purchased in 1990 which goes with the sl-1600. (B)(4).